Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user facility medwatch (B)(4) that balloon rupture occurred. A 2.50mm x 20mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation over recommended burst rating, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported.